Event description:
Reporter states she has received a notice letter from dexcom on june 03, 2025 and that she is reporting per their instructions on her device. She reports that she did have low blood sugar at some point and the device did not signal for the low readings.